Event description:
It was reported that the subject device catheter was broken about two inches from proximal to the distal tip. The procedure was completed with another non stryker catheter and there were no clinical consequences to the patient due to the reported event.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the device revealed that the distal shaft was kinked (deformed) at approximately 3.0cm from its distal end. It was slightly compressed on its proximal shaft at approximately 62.0cm from its proximal. No other anomalies were observed. Additional information provided by the customer indicated that no anomalies were noted to the device prior to use, the dispenser hoop was flushed with saline before removing the catheter, the device was prepared as per the device directions for use (dfu) instructions, continuous flush was maintained during the procedure, the break occurred during the procedure and tortuosity of the patient's anatomy was average. However, the reported catheter fracture was not confirmed, instead, a kink and compression were observed. Additional information from the physician indicated that the case was difficult, the clot was hard, and resistance was encountered when trying to cross the clot during the procedure. As a result, force may have been exerted during the manipulation of the axs vecta catheter. These procedural factors may have caused the kink and compression (near the distal and proximal ends) observed during the device inspection and resistance felt during the procedure. Since the reported complaint that the axs vecta catheter was fractured at 2 inches proximal to the distal tip was not confirmed, a cause of 'not confirmed' has been assigned to the reported catheter break. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject device catheter was broken about two inches from proximal to the distal tip. The procedure was completed with another non stryker catheter and there were no clinical consequences to the patient due to the reported event.